Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the patient's implantable cardiac defibrillator exhibited post-paced t wave oversensing. No interventions were performed. The patient status was unknown.

Event description:
Additional information received noted that programming changes were completed. There were no patient consequences.